Event description:
It was reported the device exhibited a system failure positive supply background test. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, the top case was chipped, and a damaged plunger case. A power supply background test error was found in the device's event history log. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was determined that the main board was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.